Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged usb port damaged was verified. The insulin gauge investigation could not be completed due to the usb port damage.

Manufacturer narrative:
The t:slim g4 pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer needed to hold the usb cable in a specific position while inserted into the pump usb port in order for the pump to charge successfully. Additionally, the insulin fill estimate gauge was observed to be intermittently inaccurate. The customer indicated that the fill estimate issue was due to the customer overfilling the cartridge. The customer provided a blood glucose (bg) level of 214 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.